Event description:
Caller states that the patient received results of 1.6 inr and 2.1 inr while performing duplicate testing. Caller states that 2 different devices were used, as well as 2 different strip lots. No information on which strips/device produced a specific result were provided. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacements were sent.

Manufacturer narrative:
Additional strip lot: 367a c19, expires 2008.